Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she received a button error while walking around. The customer stated that she was able to clear the alarm with the escape and act button. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.